Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: when did the alleged issue happened, pre-op, intra-op or post-op? Intra op-dental surgery a manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2021 and suture was used. The needle detached and was replaced. No adverse patient consequences were reported. Additional information was requested